Event description:
It was reported that an intraocular lens was explanted after the patient was unable to tolerate multifocal lens limitations and she experienced severe glare at night which limited her driving abilities. A separate MDR is being submitted for each eye.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Batch records were reviewed and showed no deviations or nonconformances. Diopter measurement records from this particular lens were verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performs and was within all specifications.

Manufacturer narrative:
Additional information: the intraocular lens was replaced with an aspheric monofocal intraocular lens (iol). Conclusion: the intraocular lens was discarded by the reporter. Corrected data: date of event: 2012. Expiration date: 06/15/2014. If implanted, give date: 2011. If explanted, give date: 2012. The exact implant and explant dates were not provided; however, the approximate implant date was indicated as 2011 and the explant date as one (1) year afterwards. Device manufacture date: 07/15/2011. All pertinent information available to abbott medical optics has been submitted.